Manufacturer narrative:
Customer provided responses to questions on cleaning disinfection and sterilization (cds) processes and no obvious deviations from the instructions for use (IFU) were identified. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for residual foreign material inside the nozzle could not be determined. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the inspection method associated with the event in operation manual gif-xz1200 series chapter 3 preparation and inspection and preventative measures in reprocessing manual gif-xz1200 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the customer-provided cleaning, disinfection and sterilization (cds) process information, and it was confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.